Manufacturer narrative:
This report is for an tfna nail /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, after an unknown procedure, three (3) percutaneous radiolucent insertion handle for trochanteric femoral nailing advanced (tfna) were difficult to remove from an unknown nail at the end of the operation. It is unknown if there was surgical delay. No patient consequence. This is report 4 for 4 (B)(4).